Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic revision roux-en-y gastric bypass procedure, the reload was placed on tissue, the green button was pressed, but the device did not fire. Current patient status is alive with no injury. The jaws did not lock on tissue. A different reload was used to resolve the issue. No adverse events were reported.